Event description:
It was reported that the patient presented for a device check before a scheduled device exchange procedure for eri. Interrogation of the pulse generator noted that the right ventricular (rv) lead had over-sensed noise. Additionally, the pulse generator had missing electrogram (egm). The lead was capped and replaced on (B)(6) 2025. The pulse generator was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a device check before a scheduled device exchange procedure for elective replacement indicator (eri). Interrogation of the pulse generator noted that the right ventricular (rv) lead had over-sensed noise. Additionally, the pulse generator had missing electrogram (egm). The lead was capped and replaced on (B)(6) 2025. The pulse generator was explanted and replaced. The patient was in stable condition.